Manufacturer narrative:
The device was returned to the MFR for eval. The reported event of elevated power, low pi, inability to unload lv and thrombus was confirmed. The examination of the device revealed a soft and unstructured deposition in the inlet and outlet elbows and rotor inlet that can be attributed to low flow. Well adhered, textured thrombus was noted on the inlet bearing cup and rotor, likely developing from prolonged exposure to increased bearing heat. A thrombus that was likely ingested into the pump was noted in the outlet stator which was partially denatured and obstructing the majority of the blood path, which may have contributed to a low flow situation. The examination of the pump bearings did not reveal any anomalies related to wear. The device was then functionally tested under loaded conditions and was found to perform as intended. No further info is available. The MFR is closing its file on this event.

Event description:
The pt was implanted with a left ventricular assist device (lvad). The vad coordinator reported that the pt was presented to the hosp with elevated watts, low pi. Waveforms were sent to the MFR which showed a steady increase in power with lower watts. The pt unfortunately expired. The autopsy was performed the following day showing a thermal burn at the outflow graft area prior to the graft. The pump also appeared to have a thrombus. Pt was known to have gi bleed and sepsis.